Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit alarmed when they turned it on. There was no patient involvement.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The parent complaint ((B)(4)) is being cancelled as it was created in error as it is duplicate to complaint # (B)(4). The incident was determined to be a duplicate report to complaint (B)(4) (authority mfg report number (2249723-2025-0001139). As a result, no follow up emdr is necessary. Please cancel in your database. Revert all sections to blank: b. Adverse event or product problem, d. Suspect medical device, e. Initial reporter, g. All manufacturers, and h. Device manufacturers only.